Event description:
It was reported that the subject device had an error e226. The issue was identified at an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in receiver (rx) module and endoscopic image was not displayed a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure due to disconnection in receiver (rx) module, the endoscopic image cannot be displayed and error e226 was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.